Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) results that were generated by the synchron lx I 725 clinical system. At times erroneously low ca results were generated by the analyzer. There was no affect to patient treatment associated with this event.

Manufacturer narrative:
Prior to the event, ise qc results were within lab's established ranges. There were intermittent instrument flags for ise ratio pump errors. A field service engineer (fse) was dispatched and rebuilt the ratio pump. As of (B)(6) 2010, there were no further calls to the bci hotline for ise problems.